Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. The debris in the package of the juggerknot was identified to be an unknown composition which required further analysis. This analysis determined it was a dark colored (grey/black/similar) material that is likely made of an urethane and china clay or kaolin rubber. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause is attributed to a packaging issue. Zimmer biomet complaint number: (B)(4).

Event description:
It was reported that during incoming inspection at zimmer biomet (B)(6) on (B)(6) 2016, a foreign substance was found within the sterile pouch of the product. There was no patient involvement.